Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) assisted the onsite biomedical engineer (bmed) troubleshoot the unit. During this process the bmed witnessed the telemetry box provide a bradycardia alarm instead of a tachycardia alarm, leading to the administration of the incorrect medication to the patient. The rse interviewed the customer who stated the staff felt the patient was administered improper medication as a result of faulty device. The site would like to investigate whether the problem was caused by the philips device or by a nurse's error. A philip technical consultant (tc) went onsite to download the logs and further evaluate the unit. A side-by-side comparison of the malfunctioning unit with a proper functioning one was conducted using the exact same test device and lead sets. The outcome was no measurement of the heart rate or lead 2 while the proper functioning unit reported just fine. Upon further investigation, it has also been discovered that the unit in question was purchased and or serviced by a third party vendor, which according to philips service bulletin (sb), makes the faulty unit ineligible to be repaired by philips due to the possibility that it has been altered (from a hardware perspective) from their documented factory ship state for repair. The tc has uploaded the sb to the case and this information has also been shared with hospital's clinical engineering department. The tc recommended the customer not returning the pack to clinical use before sending it out for proper evaluation and repair. The customer has been made aware that per the philips sb, they can send the unit to philips to be evaluated but due to the circumstances it would most definitely be returned unrepaired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device generated an incorrect alarm and the wrong medication was administered to treat the patient. It was unclear whether a bradycardia alarm had occurred instead of a tachycardia alarm or the other way around. It was indicated there was no impact to the patient related to this issue. The ECG lead set was exchanged by the nursing staff; however, the issue persisted. The customer requested assistance in determining whether there was a device malfunction or nurse error. The device was in use on a patient at the time of the event.

Manufacturer narrative:
It was alleged that the monitor alarmed for tachycardia when the patient was in bradycardia, so lopressor was administered as treatment. There was no impact or harm to the patient due to the dose of medication. The ECG lead set was exchanged by the nursing staff; however, the issue persisted. The customer requested assistance in determining whether there was a device malfunction or nurse error. Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting the onsite biomedical engineer (bmed) troubleshoot the unit. During this process the bmed witnessed the telemetry box provide a bradycardia alarm instead of a tachycardia alarm, leading to the administration of the incorrect medication to the patient. The rse interviewed the customer who stated the staff felt the patient was administered improper medication as a result of faulty device. The site would like to investigate whether the problem was caused by the philips device or by a nurse's error. A philip technical consultant (tc) went onsite to download the logs and further evaluate the unit. A side by side comparison of the malfunctioning unit with a proper functioning one was conducted using the exact same test device and lead sets. The outcome was no measurement of the heart rate or lead 2 while the proper functioning unit reported just fine. Upon further investigation, it has also been discovered that the unit in question was purchased and or serviced by a third party vendor, which according to philips service bulletin (sb), makes the faulty unit ineligible to be repaired by philips due to the possibility that it has been altered (from a hardware perspective) from their documented factory ship state for repair. The tc has uploaded the sb to the case and this information has also been shared with hospital's clinical engineering department. The tc recommended the customer not returning the telemetry pack to clinical use before sending it out for proper evaluation and repair. The customer has been made aware that per the philips sb, they can send the unit to philips to be evaluated but due to the circumstances it would most definitely be returned unrepaired. The complaint was escalated for a technical complaint investigation. Summary of the technical complaint investigation: the only logs/data that were provided did not show any ECG alarms on (B)(6) 2026 around 4:30 am for bed cm171, mx40 labeled cc-tel-16. There were no brady or tachy alarms as claimed. The ppd file was not provided, so an analysis by the arrhythmia algorithm team could not be performed. No waveform strips were provided for analysis. Audit log entries for later in the day show xtachy alarms at (B)(6) 2026 19:01:09 and (B)(6) 2026 23:46:25. No bradycardia alarms were found on (B)(6) 2026. The only inoperative message for a lead set exchange (¿leadset unplugged¿) occurred from (B)(6) 2026 09:32:49 until (B)(6) 2026 10:35:25 (1 hour 2 minutes and 36 seconds.) The audit log does not seem to include all possible ¿action types¿, and there were no pic ix technical logs etc. To examine. Therefore, no conclusions can be made. Based on the information available in the case and the logs provided by the customer, the cause of the reported problem could not be confirmed, as the requested logs could not be retrieved. The few logs that were provided by the customer, per the internal pse, could not be used to make a conclusion. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.